Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen color is not correct and the wording is blurred. There was no patient involvement reported.